Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have a broken main tube at the middle of the instrument. No piece was missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the force bipolar instrument broke at the elbow, staff had to break the shaft to remove the instrument from trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.